Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device or product.

Event description:
It was reported that the patient developed endocarditis following the generator implant procedure. Additionally, upon interrogation the right atrial lead exhibited a high capture threshold. A computed tomography (CT) scan was performed, confirming the infection. The right atrial lead was explanted and replaced. No intervention was made for the pacemaker and right ventricular lead. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were infection and inadequate capture. As received, a complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device or product.

Manufacturer narrative:
Correction: section d6b - date of explant should be (B)(6) 2025 instead of blank.